Event description:
The customer reported that the drills cannot be inserted. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting.device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that it was difficult to insert the too and the bearings were damaged due to normal wear. Additionally, the functional testing revealed that the device overheated. Device was inspected, and repaired by replacing a few components.